Event description:
Reporter indicated that vns patient had passed away. Death certificate lists immediate cause of death as respiratory arrest, due to or as a consequence of seizure. The patient reportedly died in hospital emergency room. No autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event.'review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.